Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clips from the device would not hold. No other information about problem available. Another device was used to complete the procedure. There was no adverse consequence to the patient.